Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error during tube priming. The customer's blood glucose value at the time of incident was 70 mg/dl. The customer stated that the alarm occurs once per week. The customer also reported damage of the battery and reservoir compartment. The customer agreed to ask their health care provider for a new reimbursement pump. Nothing was replaced nor returned.